Event description:
Allegedly revised due to infection. Age at primary:(B)(6). Side: l. Primary asa: p1-fit and healthy. Revision njr index no: (B)(4). Sex: f. Primary bmi: (B)(6). Additional information received (B)(6) 2016. All part number-reported under (B)(4).